Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due corrosion on the scope connector. Water likely invaded scope connector, which caused a short circuit or continuity fault at the electrical terminal of the internal electrical board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an error code: e217, the issue occurred during inspection for use. There were no reports of patient involvement.